Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found loss of prime occurred. The pump powered up with audible and vibratory alerts. A no cartridge detected alarm occurred during load step testing and as a result, investigation was unable to complete the bolus delivery testings. Investigation found force sensor calibration reading was out of specifications. When pump casing was opened to investigate, contamination was found on the force sensor and the force sensor resistance reading was out of specifications.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, after load step malfunctioned, patient kept receiving loss of prime alerts after prime step had completed. Patient reported there was no trauma or evidence of moisture exposure to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.